Event description:
Incident 1: infant was on babylog ventilator. Ventilator flashed off, began alarming and screen read "ventilator malfunction-error code 006." Infant was immediately disconnected. Nnp had ordered extubation just prior to malfunction. Incident 2: the ventilator listed stored the ac code and shifted to cmv. The ventilator was reading, flow sensor inop. Rptr changed out the sensor and problem continued, ventilator went inop. No flow at all, at that time rptr changed ventilator.

Event description:
Incident 1: infant was on babylong ventilator. Ventilator flashed off, began alarming and screen read "ventilator malfunction-error code 006." Infant was immediately disconnected. Nnp had ordered extubation just prior to malfunction. Incident 2: the ventilator listed stored the ac code and shifted to cmv. The ventilator was reading, flow sensor inop. Rptr changed out the sensor and problem continued, ventilator inop. No flow at all, at that time rptr changed ventilator.